Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the lead site. In turn, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information revealed that the patient underwent surgical intervention on (B)(6) 2022 wherein the physician accessed the anchor site and pushed the anchor deeper. Postoperatively, the pain has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.